Event description:
It was reported that the implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing (atp) for supra ventricular tachycardia (svt). Potentially accelerating the rhythm to ventricular tachycardia (vt) and causing syncope. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.